Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 30 year-old female patient who had essure inserted (lot no. A78080) for female sterilisation. The patient had a medical history of surgery (cesarean delivery¿ 2001 & 2003 cholecystectomy laparoscopic: on (B)(6) 2012. Hysteroscopy, surg, with bilat fallopian tube cannulation, permanent implant placement for occlusion: on (B)(6) 2013. Laparoscopic salpingectomy bilateral on (B)(6) 2015. Removal foreign body on (B)(6) 2015. Procedure: foreign body removal-removal of essure; laparoscopy diagnostic on (B)(6) 2015. Procedure: laparoscopy diagnostic; laparoscopic lysis of intraabdominal adhesion), obstructive sleep apnea syndrome, chronic lumbago, metrorrhagia, multi gravida, vaginal bleeding, smoker, bipolar disorder, pap smear abnormal, gerd, migraine, stress urinary incontinence, vitamin d deficiency, asthma (persistent controlled), anxiety and smoker. Previously administered products included: mirena for heavy menstrual bleeding, norco and motrin [ibuprofen] for pain and albuterol hfa, ziprasidone, elidel, depo provera, tofranil, lamictal, amphetamine, xanax, zofran 4 zydis, qvar, pepcid ac, flexeril [cefixime], albuterol hfa, azithromycin and cefuroxime axetil. The patient had a family history of diabetes and hypertension. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 690 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2014: CT abdomen and pelvis diagnoses, abdominal pain, female pelvic pain. Reason: patient with lower pelvic pain ever since had essure placed in 2013. Pain mild to severe. R/o mass. Findings: status post cholecystectomy. Pelvis urinary bladder is unremarkable. No pelvic adenopathy. Bony structures are unremarkable. Status post essure placement. The right micro inserts does not appear to be in the proper place. Consider hysterosalpingogram to confirm the location of the essure device. Left ovarian cyst is identified measuring. Up to 2.5 cm. Impression: status post essure placement. The right micro inserts does not appear to be in the proper place. Consider hysterosalpingogram to confirm the location of the essure device. [Hysterosalpingogram] on (B)(6) 2013: findings: the endometrial cavity appears normal in size and morphology. The endometrial lining is smooth in contour and no filling defects are seen. No evidence of submucosal fibroids, endometrial polyps or synechiae is seen. There are tiny linear metallic opacities in each fallopian tube consistent with history of essure device implantation. There is no filling of either fallopian tube with contrast and no spillage into the peritoneal cavity. Impression: status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity is seen [pathology test] on (B)(6) 2015: surgical pathology report: final pathologic diagnosisa. Right fallopian tube, salpingectomy: fallopian tube with no significant pathologic changes. B. Left fallopian tube, salpingectomy: fallopian tube with no significant pathologic changes. Clinical history (required): female pelvic pain. Microscopic description: the specimen is labeled with the patient's name and medical record number, designated "right fallopian tube". Received in formalin is a segment of fallopian tube measuring 6.5 cm in length x 0.6 cm in diameter. The specimen is labeled with the patient's name and medical record number, designated "left fallopian tube". Received in formalin is a segment of fallopian tube measuring 6.5 cm in length x 0.5 cm in diameter specimen(s) received a: fallopian tube, salpingectomy a. Right fallopian tube (permanent})b: fallopian tube, salpingectomy b. Left fallopian tube (permanent) [ultrasound pelvis] on (B)(6) 2014: us real-time pelvis, transabdominal and transvaginal, complete. Left ovary: the left ovary appears normal in size and echogenicity. Impression: pelvic ultrasound within normal limits. [X-ray] on (B)(6) 2014: xr kidney, ureter, bladder\ clinical history: reason: looking at essure coil placement. Findings/ impression: the right essure coil appears to be looped upon itself, in an usual configuration. The left essure coil appears in typical position. The appearance is not significantly changed from hysterosalpingogram performed on (B)(6) 2013. However, this plain film can not adequately evaluate the position of the coils relative to the fallopian tubes, which may be looped/coiled themselves. Recommend hysterosalpingogram for more definitive evaluation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted (lot no. A78080) for female sterilisation. The patient had a medical history of surgery (cesarean delivery¿ 2001 & 2003 cholecystectomy laparoscopic ¿(B)(6) 2012 hysteroscopy, surg, with bilat fallopian tube cannulation, permanent implant placement for occlusion ¿ (B)(6) 2013 laparoscopic salpingectomy bilateral (B)(6) 2015 removal foreign body (B)(6) 2015 procedure: foreign body removal-removal of essure; laparoscopy diagnostic (B)(6) 2015 procedure: laparoscopy diagnostic; laparoscopic lysis of intraabdominal adhesion), obstructive sleep apnea syndrome, chronic lumbago, metrorrhagia, multi gravida, vaginal bleeding, smoker, bipolar disorder, pap smear abnormal, gerd, migraine, stress urinary incontinence, vitamin d deficiency, asthma (persistent controlled), anxiety and smoker. Previously administered products included: mirena for heavy menstrual bleeding, norco and motrin [ibuprofen] for pain and albuterol [salbutamol], ziprasidone, elidel, depo provera, tofranil, lamictal, amphetamine, xanax, zofran [ondansetron], qvar, drugs for acid related disorders, flexeril [cefixime], albuterol [salbutamol], azithromycin and cefuroxime axetil. The patient had a family history of diabetes and hypertension. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on 13-mar-2015. The patient was treated with norco (hydrocodone bitartrate;paracetamol) as well as surgery (salpingectomy laparoscopic). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2014: CT abdomen and pelvis diagnoses abdominal pain female pelvic pain reason: patient with lower pelvic pain ever since had essure placed in 2013. Pain mild to severe. R/o mass. Findings: status post cholecystectomy. Pelvis urinary bladder is unremarkable. No pelvic adenopathy. Bony structures are unremarkable. Status post essure placement. The right micro inserts does not appear to be in the proper place. Consider hysterosalpingogram to confirm the location of the essure device. Left ovarian cyst is identified measuring up to 2.5 cm. Impression: status post essure placement. The right micro inserts does not appear to be in the proper place. Consider hysterosalpingogram to confirm the location of the essure device. [Hysterosalpingogram] on (B)(6) 2013: findings: the endometrial cavity appears normal in size and morphology. The endometrial lining is smooth in contour and no filling defects are seen. No evidence of submucosal fibroids, endometrial polyps or synechiae is seen. There are tiny linear metallic opacities in each fallopian tube consistent with history of essure device implantation. There is no filling of either fallopian tube with contrast and no spillage into the peritoneal cavity. Impression: status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity is seen [pathology test] on (B)(6) 2015: surgical pathology report: final pathologic diagnosisa. Right fallopian tube, salpingectomy:- fallopian tube with no significant pathologic changes .b. Left fallopian tube, salpingectomy:- fallopian tube with no significant pathologic changes clinical history (required): female pelvic pain _microscopic description: the specimen is labeled with the patient's name and medical record number, designated "right fallopian tube". Received in formalin is a segment of fallopian tube measuring 6.5 cm in length x 0.6 cm in diameter. The specimen is labeled with the patient's name and medical record number, designated "left fallopian tube". Received in formalin is a segment of fallopian tube measuring 6.5 cm in length x 0.5 cm in diameter specimen(s) received a: fallopian tube, salpingectomy - a. Right fallopian tube (permanent})b: fallopian tube, salpingectomy - b. Left fallopian tube (permanent) [ultrasound pelvis] on (B)(6) 2014: us real-time pelvis, transabdominal and transvaginal, complete. Left ovary: the left ovary appears normal in size and echogenicity. Impression: pelvic ultrasound within normal limits. [X-ray] on (B)(6) 2014: xr kidney, ureter, bladder\ clinical history: reason: looking at essure coil placement. Findings/ impression: the right essure coil appears to be looped upon itself, in an usual configuration. The left essure coil appears in typical position. The appearance is not significantly changed from hysterosalpingogram performed (B)(6) 2013. However, this plain film can not adequately evaluate the position of the coils relative to the fallopian tubes, which may be looped/coiled themselves. Recommend hysterosalpingogram for more definitive evaluation. Lot number: a78080 manufacture date: 2012.12 expiration date: 2015.12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.